Manufacturer narrative:
Operator of device is unknown. No information has been provided to date.investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a depleted battery. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
B3: date of event: updated with additional information received. B5: describe event or problem: updated with additional information received. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer on 05-dec-2022 via email and attached to the complaint object. The date it happened was on (B)(6) 2022 and there was a patient incident occurred during the usage of the device, but no one knows who to ask or where the device came from so, no further information is available.

Manufacturer narrative:
Other text: device evaluation: both tamper seals are intact. 4 non-OEM bottom case rubber feet identified. Cracked right plunger case and battery door. Depleted battery in the event history log. Power up process, checked battery diagnostics. Battery capacity was at 0 percent. Battery no longer operates properly due to normal wear, it was 7 years old. Replaced battery. Performed power up process, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.